Manufacturer narrative:
Product event summary #(B)(4) the proximal segment of the 559453 lead was returned, analysis was performed and no anomalies were found. A proximal portion was received measuring 15 cm.

Event description:
It was reported that the patient's device and three leads were extracted due to endocarditis. Four days later, a new device and two leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2009, (B)(4) implantable defib lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.